Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due high pacing threshold. A new ra lead with a different model was implanted. No adverse patient effects were reported.